Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient¿s therapy was reprogrammed on (B)(6) 2019 with good results. It was noted that results of the x-ray were not available and if/how the fall affected the device/therapy was not determined. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell and felt like the therapy was not providing the same relief as before; the clinical diagnosis was a fall with loss of pain relief. Reprogramming was performed and it was found out that the patient was not following recharging instructions; the patient was reeducated. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and related to the recharging process and patient non-compliance ¿ the patient forgot how to recharge. Diagnostics performed included x-rays to verify no lead migration. A call with the patient was made with no answer and a message left on 05/28/2019; the patient¿s next visit was scheduled for (B)(6) 2019 to review the results of the x-rays. Interventions taken included reprogramming the neurostimulator and administering trigger point injections in the neck and trochanteric bursa on (B)(6) 2019. The outcome of the event was noted to be ongoing. No further complications were reported/anticipated.